Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment included resuturing and replacing the healing cap (date not reported). Implanted device remains.

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2013. (B)(4): implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.